Manufacturer narrative:
Product family: scs-linear leads, upn: sc-2366-50, model: sc-2366-50, serial: (B)(6), batch: 7075235.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure and the spinal cord stimulation (scs) leads were repositioned. No products were explanted or implanted. The patient was recovering well postoperatively. When the scs system was turned on, the impedance values were all within normal limits.